Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the cause of the patient ID mismatch was due to a misaligned barcode reader. The cse adjusted the barcode alignment on the rack input module. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The test result of patient sample (B)(6) tested for ferritin was uploaded on another patient sample (B)(6). Patient sample (B)(6) was not scheduled to test ferritin but was scheduled to be tested for low density lipoprotein cholesterol, high density lipoprotein cholesterol, triglycerides and cholesterol. Both samples were connected to an aptio automation system. No discordant results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the patient ID mismatch.